Event description:
It was reported that during a cystolitholapaxy procedure, the console displayed error codes 204 - charger error-charger general failure and 256 - lasing and safety-capacitors voltage fail before pulse delivered. The procedure was stopped and rescheduled. The case was completed with original device, after it was fixed the next day, without patient complications. The patient was under general anesthesia when the case was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a cystolitholapaxy procedure, the console displayed error codes 204 - charger error-charger general failure and 256 - lasing and safety-capacitors voltage fail before pulse delivered. The procedure was stopped and rescheduled. The case was completed with original device, after it was fixed the next day, without patient complications. The patient was under general anesthesia when the case was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that the charger in the system was damaged. After the charger was replaced, the problem was resolved, thus, confirming the reported event, that led to the procedure been cancelled. Device was installed on (B)(6) 2021 and this event occurred 4 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of surgical procedure delayed and cancelled/rescheduled - post sedation/sedation unknown is defined in the risk documentation. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.